Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive bleeding during menstruation/ menorrhagia") and device dislocation ("malposition of essure (physician said it was "displaced¿)/ migration of essure device") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1988 and (B)(6) 1992)), abdominoplasty and breast cancer. She uses alcohol (comment: once a month). Previously administered products included for birth control: ortho novum from 2005 to 2009. Concurrent conditions included breast tumor excision, endocervicitis, uterine bleeding, human papilloma virus infection since (B)(6) 2012, nonsmoker, uterine enlargement, sexually transmitted disease and menses irregular with excessive bleeding. Family history included breast cancer, ovarian cancer (mother died at age (B)(6)) and colon cancer (mother). Concomitant products included cilest (ortho tricyclen) in 2012 and norlestrin fe (junel fe) on (B)(6) 2017 for heavy periods as well as chemotherapeutics nos. On (B)(6) 2009, the patient had essure inserted. Since essure insertion, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / constant during periods severe intensity very uncomfortable"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal area pain (several days per month I have constant pain; did not have this before essure)- constant during periods, severe intensity, very uncomfortable"), menstrual disorder ("abnormal bleeding during menstruation") and pelvic pain ("chronic pelvic pain/ pain/ pelvis pain (several days per month I have constant pain did not have this before essure)/ some pain resembles the need to push as in child birth (several days per month I have constant pain; did not have this before essure"). The patient was treated with surgery (endometrial ablation, dilatation and curettage on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, vaginal haemorrhage, abdominal pain lower, menstrual disorder, dysmenorrhoea, dyspareunia, pelvic pain and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: essure device was displaced . Pregnancy test negative. On (B)(6) 2009: thin prep: diagnosis: negative for intraepithelial lesion and malignancy ion (B)(6) 2010: hysterosalpingogram: impression: complete tubal occlusion is demonstrated. On (B)(6) 2014: bilateral mammography: impression: a predominantly fatty replacement .parenchymal pattern without demonstration of a dominant mass lesion with malignant characteristics. There are no suspicious micro calcifications. There is no significant change dating back through (B)(6) 2007. Mammographic follow-up is recommended at yearly intervals. In (B)(6) 2015 (operative report, medical records): dilatation and curettage, diagnostic hysteroscopy and endometrial ablation: final diagnosis: endocervical curetting¿s: squamous and endocervical mucosa with q cute endocervicitis endometrial curetting¿s: late secretory endometrium; figments of endometrium polyp; endocervical mucosa with acute endocervicitis. Most recent follow-up information incorporated above includes: on 8-jan-2018: plaintiff fact sheet received: events abnormal bleeding (vaginal, menorrhagia), malposition of essure device (physician said it was "displaced¿), dysmenorrhea (cramping), hair loss, lower abdominal pain are added. Lab data updated. Patient, reporter and product information updated. Case was upgraded to incident: device dislocation/ endometrial ablation, d & c due to menorrhagia. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled structure embedded within the posterior endometrium'), device dislocation ('malposition of essure (physician said it was "displaced¿)/ migration of essure device/ migration of essure device ¿location of device unknown') and menorrhagia ('excessive bleeding during menstruation/ menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1988 and (B)(6) 1992)), abdominoplasty, breast cancer and hysteroscopy. She uses alcohol (comment: once a month). Previously administered products included for birth control: ortho novum from 2005 to 2009. Concurrent conditions included human papilloma virus infection since (B)(6) 2012, breast tumor excision, endocervicitis, uterine bleeding, nonsmoker, uterine enlargement, sexually transmitted disease and menses irregular with excessive bleeding. Family history included breast cancer, ovarian cancer (mother died at age 50) and colon cancer (mother). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2017 for heavy periods as well as antineoplastic agents. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain/ pain/ pelvis pain (several days per month I have constant pain did not have this before essure)/ some pain resembles the need to push as in child birth (several days per month I have constant pain; did not have this before essure") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / constant during periods severe intensity very uncomfortable"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal area pain (several days per month I have constant pain; did not have this before essure)- constant during periods, severe intensity, very uncomfortable") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (endometrial ablation, dilatation and curettage on (B)(6)2015 and essure removal done.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, menstrual disorder, dysmenorrhoea, dyspareunia, pelvic pain and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement procedure. She did not experience any complications of your unintended pregnancy. Unsuccessful ablation now with menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2017: results: essure device was displaced. Diagnostic results: pregnancy test negative. (B)(6) 2009:thin prep:diagnosis: negative for intraepithelial lesion and malignancy (B)(6) 2010:hysterosalpingogram:impression: complete tubal occlusion is demonstrated (B)(6)2014:bilateral mammography:impression: a predominantly fatty replacement parenchymal pattern without demonstration of a dominant mass lesion with malignant characteristics. There are no suspicious micro calcifications. There is no significant change dating back through (B)(6) 2007. Mammographic follow-up is recommended at yearly intervals. (B)(6) 2015 (operative report, medical records): dilatation and curettage, diagnostic hysteroscopy and endometrial ablation: final diagnosis: endocervical curetting¿s: squamous and endocervical mucosa with q cute endocervicitis endometrial curetting¿s: late secretory endometrium; figments of endometrium polyp; endocervical mucosa with acute endocervicitis. (B)(6) 2015:surgical pathology report:final diagnosis 1- endocervical curettings: squamous and endocervical mucosa with acute endocervicitis 2- endometrial curettings: - late secretory endometrium ultrasound of uterus and permanent solution discussed. Fragments of endometrium polyp. Endocervical mucosa with acute endocervicitis menorrhagia with irregular cycle ucg is neg today . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled structure embedded within the posterior endometrium'), device dislocation ('malposition of essure (physician said it was "displaced¿)/ migration of essure device/ migration of essure device ¿location of device unknown') and menorrhagia ('excessive bleeding during menstruation/ menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1988 and (B)(6) 1992)), abdominoplasty, breast cancer and hysteroscopy. She uses alcohol (comment: once a month). Previously administered products included for birth control: ortho novum from 2005 to 2009. Concurrent conditions included human papilloma virus infection since (B)(6) 2012, breast tumor excision, endocervicitis, uterine bleeding, nonsmoker, uterine enlargement, sexually transmitted disease and menses irregular with excessive bleeding. Family history included breast cancer, ovarian cancer (mother died at age 50) and colon cancer (mother). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2017 for heavy periods as well as antineoplastic agents. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain/ pain/ pelvis pain (several days per month I have constant pain did not have this before essure)/ some pain resembles the need to push as in child birth (several days per month I have constant pain; did not have this before essure") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / constant during periods severe intensity very uncomfortable"). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdominal area pain (several days per month I have constant pain; did not have this before essure)- constant during periods, severe intensity, very uncomfortable") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (endometrial ablation, dilatation and curettage on (B)(6) 2015, essure removal done. And essure removal done.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, menstrual disorder, dysmenorrhoea, dyspareunia, pelvic pain and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement procedure. She did not experience any complications of your unintended pregnancy. Unsuccessful ablation now with menorrhagia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2017: results: essure device was displaced. Diagnostic results: pregnancy test negative. (B)(6) 2009:thin prep:diagnosis: negative for intraepithelial lesion and malignancy (B)(6) 2010:hysterosalpingogram:impression: complete tubal occlusion is demonstrated (B)(6) 2014:bilateral mammography:impression: a predominantly fatty replacement parenchymal pattern without demonstration of a dominant mass lesion with malignant characteristics. There are no suspicious micro calcifications. There is no significant change dating back through (B)(6) 2007. Mammographic follow-up is recommended at yearly intervals. (B)(6) 2015 (operative report, medical records): dilatation and curettage, diagnostic hysteroscopy and endometrial ablation: final diagnosis: endocervical curetting¿s: squamous and endocervical mucosa with q cute endocervicitis endometrial curetting¿s: late secretory endometrium; figments of endometrium polyp; endocervical mucosa with acute endocervicitis. (B)(6) 2015:surgical pathology report:final diagnosis 1- endocervical curettings: squamous and endocervical mucosa with acute endocervicitis 2- endometrial curettings: - late secretory endometrium ultrasound of uterus and permanent solution discussed. Fragments of endometrium polyp. Endocervical mucosa with acute endocervicitis menorrhagia with irregular cycle ucg is neg today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: event embedded device and essure removal date were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.